Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.